Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, approximately 78 months post index procedure; a patient experienced a heart attack. Patient had an unspecified cordis stent implanted in his right coronary artery. In preparation for a scheduled colonoscopy approximately 7 years later, the patient discontinued taking plavix. The patient reported having a ¿heart attack where they took out the old stent and put in a new, unspecified, stent¿. He said his wife was told that the old stent had broken and he was bleeding. He also reported that the imaging that was done showed several blockages. It is unknown if treatment was conducted. The patient indicated that he was hospitalized for four days. Attempts to obtain the medical records from the hospital were unsuccessful. No additional information is available. A review of the product¿s manufacturing records could not be conducted without a lot number. Stent fractures are uncommon events but have been observed in certain type of lesions. Possible factors contributing to stent fractures are long lesions in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. With the limited information available for review, and without the review of the procedural films it is not possible to draw a conclusion regarding what factors may have contributed to this patient¿s stent fracture and myocardial infarction. The reporter indicated that the imaging that was performed at the time of the stent fracture discovery showed several blockages. It is unknown if the myocardial infarction reported was related to the stent fracture event or any of the other multiple blockages. It is unknown if any treatment was provided for these blockages. However, progression of coronary artery disease and discontinuation of plavix therapy may have been contributing factors. Without a lot number to conduct a DHR review, it is not possible to determine if the reported stent fracture could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by medical affairs, approximately 78 months post index procedure; a patient experienced a heart attack. Patient had an unspecified cordis stent implanted in his right coronary artery on (B)(6) 2006. In preparation for a scheduled colonoscopy, patient discontinued taking plavix. The patient reported having a ¿heart attack¿ on (B)(6) 2013 and was taken by medivac to (B)(6) hospital where they took out the old stent and put in a new, unspecified, stent. He said his wife was told that the old stent had broken and he was bleeding. He also reported that the imaging that was done showed several blockages. He was hospitalized for four days. His follow-up is scheduled at the heart center in (B)(6).